Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973342. Visual inspections & results: head rotates, n/a; nose shroud cracked/broken, n/a; staples in nose, n/a; staples in the track, n/a and trigger engaged with precock, n/a. Functional tests & results: cycled instrument, n/a. Analysis conclusion: no analysis could be performed since no instrument was rec'd. The info you provided has been noted and reviewed with the appropriate engineering and mgf personnel. Co reviews each incident as it occurs in an effort to continuously improve our products and processes.